Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6 weeks ago. Aneurysm morphology was not reported. It was reported that at the time of implant there was difficulty cannulating the contralateral gate due to tortuosity. Two weeks post implant the pt had limb thrombosis which may have been the result of the vessel tortuosity. The decision was made to perform a thrombectomy procedure and also to place a stent at a later date. The pt was successfully treated with bilateral stents and is doing fine.

Manufacturer narrative:
Arterial and venous occlusion. (Difficult to cannulate). Evaluation: results and conclusion: arterial and venous occlusion. Tortuous anatomy.